Manufacturer narrative:
Investigation summary: bd received four (4) photos for investigation. The evaluation of these photos indicated collapsed samples. It was noted that evacuated, plastic blood collection tubes can collapse if subjected to elevated temperatures, such as those exceeding approximately 55°c. This can occur during the assembly process when shelf-packs are shrink-wrapped using heat, or post-manufacture during transportation or storage. The manufacturing process involves each shelf pack passing through an oven where the plastic film is heated and shrinks to fit the pack. If a shelf pack remains in the oven for too long, heat damage can occur. The conveyor speed is designed to minimize the time tubes are exposed to heat. Sensors in the shrink wrap tunnels alert operators to any jams, and operators are trained to remove and discard any jammed shelf packs. Additionally, a total of 100 retained samples were visually inspected, and no collapsed tubes were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: collapsed tubes. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes there were 10 tubes with molding defects. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes there were 10 tubes with molding defects. No adverse impact was reported regarding the patient or user.